Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: etlw1610c93e , s/n: (B)(4); use by date: (B)(6) 2014; upn # (B)(4). Etew1313c82e , s/n: (B)(4); use by date: (B)(6) 2014; upn # (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm in diameter abdominal aortic aneurysm. Five heli-fx endoanchors were also implanted from the main body of the stent graft to the proximal neck during the index procedure for concern for late failure. It was reported that two days post procedure, the patient developed urinary retention determined to be related to the procedure. The patient received treatment with medication and catheterization and the event resolved. No additional clinical sequelae were reported and the patient is fine.